Event description:
During acl reconstruction the screw broke, as it was being placed in the tibia. Repair was completed with a shorter titanium screw. It was confirmed that the graft was a hamstring and that a tunnel of 7mm, which was dilated to 7.5mm. No starter was used and the surgeon did not remove the broken portion of the screw.

Manufacturer narrative:
Evaluation of the screw showed the distal threads have broken off and are missing. There is also a 5-7mm distal portion of the screw broken off. As reported, the surgeon did not use a starter, which is required per the IFU. Improper use.